Event description:
The 3rd floor director alleged the beds pt positioning monitor (ppm) is set, but will not alarm when the pt gets out of the bed. The facilities pt fall rate has increased. No injuries were reported.

Manufacturer narrative:
The technician investigated and found all of the beds were showing a negative weight, indicating the bed scales were not zeroed out before placing the pt in the bed and the bed exit could not be set. The technician zeroed the scales, set the bed exit and found the beds functioning properly.